Event description:
Complainant purchased three ozone air purifiers, model no xl-15 classic within the past year for personal use. Complainant purchased the equipment after seeing the product in use at a client's residence. Complainant stated that two of the three purifiers needed repair in the last few months and the complainant sent them back to the MFR for repair under the warranty. The complainant was told by a friend that the living air ozone air purifier was banned in the state and the complainant was concerned that they were exposing their family to something hazardous, so they contacted the state dept of health and were referred to the FDA.